Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via phone that an ar-8988-cp fiberlock suspension system had the fork tip in the anchor pierced through the sutures, which did not allow it to sit cordially, and then pulled out. The anchor and sutures were removed from the patient. Another of the same system was used from a different lot to complete the case successfully. There was a case delay of less than 15 minutes. This was discovered during a cmc arthroplasty procedure on (B)(6) 2024, with no reported patient harm.